Event description:
Upon removal of the 60mm firmap catheter, it was noted that one of the catheter splines was broken at the distal end. No pt injury has been reported and the diagnostic mapping process was successfully completed with this catheter. The topera employee on-site during the case noted that the ablation catheter in use with the firmap catheter became entangled in the firmap several times during the procedure. This entanglement with the ablation catheter may have created the break during attempts to return the firmap to the sheath if excessive force was used. Excessive force is cautioned against in the product labeling and in physician training materials. Topera has requested the return of the catheter following the hospital's evaluation, but has not received the device. MFR ref# 3008497357-2014-00003.